Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the reported problem could not be duplicated with the device. The device was tested extensively without duplicating the reset. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.